Manufacturer narrative:
The catheter was returned and analyzed. The balloon was rated unsatisfactory, it was noted that the balloon was split from an undetermined cause. Additional info: the customer reported they inflated the catheter using 8cc of sterile water. The tmx instructions for use (IFU) indicate "the balloon should not be filled beyond the 5cc capacity." Additional warning in the IFU indicates, "filling the balloon beyond the 5cc capacity or contact with any abrasive materials including calcification or stones I the urethral track may cause the balloon to burst." Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a tmx 2.5 cm catheter had a balloon that collapsed during the procedure. Additional info indicated there was no damage to product package noted prior to use. The catheter was introduced into the pt but was not connected to the system when the event occurred. It was reported that the balloon was filled with 8cc's sterile water and then collapsed and would not hold sterile water. The procedure was successfully completed with another catheter. It was indicated that there was no pt injury associated with this event.